Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial/lot #: (B)(4), ubd: 25-apr-2015, UDI#: (B)(4), implanted: (B)(6) 2013, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 500 mcg/ml of lioresal at 150 mcg via an implantable pump for intractable spasticity and post-spinal cord injury. On (B)(6) 2020, it was reported that, when the patient was undergoing a pump replacement due to normal end of pump life, the hcp was unable to aspirate the catheter at the start of the procedure. The hcp noted that the pump segment seemed to be in a tangled loop with no evidence of pump flipping. A possible kink was alleged. The hcp opted to open the patient's back to replace the entire catheter, but found that they got good csf flow once they cut the pump segment and approximately 25 cm of the tip segment. The hcp then opted to simply replace the pump segment with a new catheter and was subsequently successful in aspirating catheter. The patient's pump infusion rate was adjusted. No known environmental/external/patient factors that might have led or contributed to the issue were reported to have led or contributed to the issue. The issue was considered resolved at the time of the event. The hcp did not want to return the removed catheter sections and the pieces were discarded. The hcp noted that they were dissatisfied with the new catheters, alleging that they were more flimsy than the older style. The patient's status at the time of the report was "alive-no injury". No further complications were reported.

Manufacturer narrative:
Updated to reflect the information received on 2020-feb-15. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2020 from the patient's healthcare provider (hcp) via a manufacturer's representative. It was reported that the pump was discarded as it was at end of service and the hcp did not believe it to be a problem. It was confirmed that the pump would not be returned. No further information was provided.